Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309623 lot: 3340120 it was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. The spewing happened a few times when I had the needle in my body and I pushed the plunger to inject the medicine. The plunger in the syringe seems kind of hard to push compared to the previous ¿orange¿ insulin syringe. But what happens is that I pushed the plunger in and it was like too much pressure or something but the needle hub separated from the rest of the syringe and that¿s when the medicine spewed all over my abdomen bd syringe lot number(s): 3340120 bd part number: 309623 additional information provided 1) can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2024 2) what was the patient outcome? If any injury occurred? Needle got stuck in her injection site ¿ no further injury.

Manufacturer narrative:
(B)(4). - supplemental MDR - syringe needle connectivity issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.